Manufacturer narrative:
The investigation is ongoing. The edwards sapien 3 valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in the tricuspid position is not indicated per the labeling. H3 other text : the valve remains implanted in the patient.

Event description:
As reported through a european journal article, 'transcatheter tricuspid valve-in-valve implantation with bioprosthetic balloon expandable valve'. This is a retrospective single center study from october 2015 and june 2020. The study enrolled all consecutive patients who underwent a tricuspid valve-in-valve implantation for degeneration bioprosthesis in the tricuspid position. This complaint is for a patient who underwent a redo-tricuspid valve replacement due to mild-moderate tricuspid regurgitation and severe tricuspid stenosis (ts) alongside severe pulmonary insufficiency following a balloon valvuloplasty for congenital pulmonary valve stenosis at 33 month follow up of a sapien 3 valve.

Event description:
This complaint is for case of a transcatheter tricuspid valve-in-valve by right femoral vein approach, with a 29 mm sapien 3 valve that presented with moderate transvalvular regurgitation at 33 month follow up. This patient had severe pulmonary valve regurgitation following a previous balloon valvuloplasty for congenital pulmonary valve stenosis and finally underwent a redo-tvr due to valve degeneration and severe ts.

Manufacturer narrative:
A supplemental MDR is being submitted based on engineering investigation. Corrections for the following sections: b1 (report type) b5 (describe event/problem); h6 (clinical code [removed "tricuspid valve insufficiency/regurgitation" and "tricuspid valve stenosis"], device code, type of investigation, investigation findings, and investigation conclusions). Bibliography: haji-zeinali, ali-mohammad, et al. "Transcatheter tricuspid valve-in-valve implantation with bioprosthetic balloon expandable valve." General thoracic and cardiovascular surgery 70.11 (2022): (B)(6). The valve was not returned as it remains implanted in the patient. It should be noted that a sapien 3 thv (s3) was implanted in tricuspid position. The s3 thv with the commander ds is only indicated for replacement of native aortic valve, bioprosthetic or surgical aortic valve, and mitral bioprosthetic valve, therefore, this was off-label operation. The IFU in this section is for tf (transfemoral) procedure in aortic/mitral position. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for degeneration/deterioration post implantation was unable to be confirmed due to unavailability of relevant imagery and/or medical report. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported' a case of a transcatheter tricuspid valve-in-valve by right femoral vein approach, with a 29 mm sapien 3 valve that presented moderate transvalvular regurgitation at midterm follow up. This patient underwent a redo-tvr due to valve degeneration and severe ts.' Structural valve deterioration (svd) is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, due to limited information provided, a conclusive root cause was unable to be determined at this time. However, patient factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time.